Event description:
Meter was reading inaccurately erratic. The pt reported blood glucose results of 248 mg/dl, 128mg/dl, and 130 mg/dl with the lifescan meter, performed within 10 minutes of each other. Reported feeling dizzy during the time of testing. Pt took food and visited physician's office and the pt refused treatment and requested a prescription for medication. The pt reported that pt felt better the following day. The pt did not have any quality control supplies to perform troubleshooting with the customer service rep.